Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5090033) that a female patient who had a 450cc mentor cpx 4 breast tissue expander with suture tabs experienced righted deflation post procedure. As a result, the device was explanted on (B)(6) 2019. No additional information is available at this time, if additional information becomes available in the future, then a supplemental report will be submitted.